Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited lead noise. No intervention was performed. Patient had no consequences.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2025-39997 submitted on 15 apr 2025 should have been "8 apr 2025" rather than "9 apr 2025."

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed.